Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) power on reset (por) occurred. An in-clinic interrogation is planned. The ipg remains in use. No patient complications have been reported as a result of this event.